Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found. Correction(s): annex e - health effect desc 1 was updated to e2403 - no clinical signs, symptoms or conditions. Annex f - health impact desc 1 was updated to f26 - no health consequences or impact.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.